Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had been emitting random occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Correction:the product previously reported was the pump. The correct product is the cartridge. Brand name: animas insulin cartridge.common device name: insulin infusion pump.model #: anm ir1200/1250/2020/otp cart.the cartridge has not been returned for evaluation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).